Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Hypoglycaemia: pen used with tresiba gets stuck, doesn't deliver the dosage always [device failure] the injection was performed twice. [Extra dose administered]. Case description: this serious spontaneous case from germany was reported by a patient family member or friend as "hypoglycaemia(hypoglycaemia)" with an unspecified onset date, "pen used with tresiba gets stuck, doesn't deliver the dosage always(device failure)" with an unspecified onset date, "the injection was performed twice.(extra dose administered)" with an unspecified onset date, and concerned a 84 months old male patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", tresiba penfill (insulin degludec) (dose, frequency & route used-unk) from unknown start date for "type 1 diabetes mellitus", actrapid hm(ge) penfill (insulin human) (dose, frequency & route used-unk) from unknown start date for "type 1 diabetes mellitus", patient's height, weight and body mass index (bmi) were not reported. Current condition: type 1 diabetes mellitus(duration not reported), autism. On an unknown date, patient experienced hypoglycaemia during use of novopen 6 and tresiba and actrapid penfill and was hospitalised on (B)(6) 2023 and was discharged on (B)(6) 2023. On an unknown date,the pen used with tresiba got stuck and did not deliver the dosage always. With the actrapid in a second pen, patient constantly suffered from hypoglycemia. On an unknown date patient couldn't rule out that the injection was performed twice. The hospital informed that they could not rule out that the hypoglycemia was also related to the novopen6 with which tresiba was administered and not just to the actrapid. Patient doesn't think it's the pen because patient always tests with two ius before the injection to make sure insulin comes out before injecting. The display would show perfectly. Batch number of novopen 6: lvg5b85. Batch number of tresiba penfill and actrapid hm(ge) penfill: was requested. Action taken to tresiba penfill was not reported. Action taken to actrapid hm(ge) penfill was reported as product discontinued. The outcome for the event "hypoglycaemia(hypoglycaemia)" was recovered. The outcome for the event "pen used with tresiba gets stuck, doesn't deliver the dosage always(device failure)" was not reported. The outcome for the event "the injection was performed twice.(extra dose administered)" was not reported. "This report is for a foreign device that is assessed as "similar" to us marketed novopen echo".

Event description:
Case description: investigation result: name: novopen 6, batch number: lvg5b85 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Nonconformity-related documentation was examined. No irregularities recorded and therefore no further action. The batch documentation was reviewed found to be normal. No abnormalities relating to the observed problem were found. Name: tresiba penfill, batch number: unknown no investigation was possible, because neither sample nor batch number was available. Name: actrapid penfill, batch number: unknown no investigation was possible, because neither sample nor batch number was available. Since last submission, the case has been updated with the following: -inv result updated -imdrf codes added -narrative updated accordingly final manufacturer's comment: 23-feb-2024: the suspected device novopen 6 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 6. Patient's underlying medical condition of type 1 diabetes mellitus and concomitant use of tresiba and actrapid are risk factors for the development of hypoglycaemia. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of tresiba and actrapid. H3 continued: evaluation summary name: novopen 6, batch number: lvg5b85 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Nonconformity-related documentation was examined. No irregularities recorded and therefore no further action. The batch documentation was reviewed found to be normal. No abnormalities relating to the observed problem were found.